Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display does not show an image. There was no reported pt involvement.